Event description:
New information on (B)(6) 2018 stated that the patient presented remotely via merlin.net transmission. Upon review, the device continued to exhibit non sustained right ventricular oversensing. The device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. The patient was brought into clinic and oversensing was reproducible with deep breaths. The device was reprogrammed. The patient remained asymptomatic.